Event description:
Per the clinic, the patient experienced a loss of osseointegration, including subsequent reported dizziness and vomiting, in (B)(6) 2012, (exact date not reported) resulting in fixture loss.

Manufacturer narrative:
It was reported that the device is not available for analysis.this report is filed november 28, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).